Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During a surgical intervention, a puncture and fluid loss were identified in the balloon. The perforation was believed to have occurred during the previous implantation due to incorrect placement. Only the balloon was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field b3: date of event. Concomitant product UDI for cuff is: (B)(4). Concomitant product UDI for pump is: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During a surgical intervention, a puncture and fluid loss were identified in the balloon. The perforation was believed to have occurred during the previous implantation. Only the balloon was removed and replaced. No additional patient complications were reported.